Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently, an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence numbers.

Event description:
The complainant reported that a radiofrequency ablation was performed on a patient (age/gender unknown) in 2006. The procedure included ablation of metastatic liver cancer via percutaneous approach. The rfa procedure was performed successfully with half deployment of the array for 2 minutes and full deployment for 8 minutes at 80 watts. Upon completion of the rfa, the complainant reported that while attempting to retract the needle, the core-wire was detached from the plunger. The physician attempted to insert an 18gu tube to retrieve the array, however, he was unsuccessful. This resulted in the array reamining in the patient's liver. No serious injury was identified by the complainant as a result of the reported problem and the patient's condition remains stable. There was no indication from the complainant of any additional adverse effects to the patient as a result of the reported problem.